Event description:
The hospital nurse reported that the hf cable began smoking about one inch from the connection to the olympus resectoscope during a procedure. Moments later a large "puff" of smoke appeared and the electro surgical unit ("esu") stopped working. This occurred during either a trans urethral resection or stone removal procedure - actual procedure is unknown. The procedure was completed with a different cable and there were no injuries.